Event description:
It was received a notification from FDA (mw5032897). Initially, the customer reported having issues with the bolus wizard feature. The customer reported to the agency that he received and emergency call, which needed his immediate attention. The customer knew that he would not be eating dinner for another couple of hours, and he did not want any insulin delivered. The customer hit the escape button to back up and to cancel the bolus. However, the bolus began to be delivered anyway. He quickly disconnected the infusion set to stop any additional bolus. He repeated the test while the insulin pump was disconnected from his body, and apparently once the calculated insulin delivery amount is verified; there is nothing to stop the bolus delivery. The caller stated that he felt lucky to notice that the bolus was being delivered even though he cancelled. The customer was concerned about the incident. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.